Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a penumbra system px slim delivery microcatheter. During the procedure, the physician was unable to advance four ruby coils through the px slim microcatheter. The px slim microcatheter was removed and the distal tip was found damaged. A new px slim microcatheter was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00232, 00233, 00235 and 00236.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.